Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the device is pending eval and testing at this time. Conclusions: a follow-up report will be filed when the investigation has been completed. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. The directions for use states, "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The pt's body movements may relieve the catheter to allow for easier removal. Do not cut or forcefully remove the catheter." It also contains a caution of "do not cut or forcefully remove catheter." I-flow has prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system. "

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 750 ml, flow rate: 7.0 ml/hr, procedure: mitral valve replacement, cathplace: lateral to the sternum for a sternotomy. A nurse reported that a catheter broke inside a pt during removal. The dr plans to leave the catheter segment in place. Add'l info received on (B)(6) 2012: pt is reported to be doing fine.